Event description:
The customer reported device displayed a speaker fault and wasn't emitting any sound. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
Customer did not provide serial number. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported device displayed a speaker fault and wasn't emitting any sound. The device was in use on a patient.